Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. The patient is from the netherlands but was traveling in germany at the time of the report. On (B)(6) 2025, it was reported that the patient lost consciousness and seizures. At an unspecified time of the event the cgm reading was 3.7 mmol/l and the bg reading was 1.9 mmol/l. Her husband called the ambulance, and the patient was taken to the hospital. The patient was treated at the hospital but declined to provide further information about the event. The patient was discharged after 2 days and at the time of the report still feeling light on her feet. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.